Event description:
It was reported that during follow-up in clinic, non-sustained oversensing was observed due to myopotential oversensing. Patient was asymptomatic. Programming changes were made. The patient is fine and will have routine follow up.